Event description:
Spontaneous call from patient reporting that both of her cadd legacy pumps are beeping for no disposable pump won't run. Advised patient to make a new mix to check if it's the cassette and not the pump. Called patient back after 30 mins, patient stated that when she used a new cassette, pump was running as it should be. Patient requested a new pump as well to ease her mind. Cadd legacy pump (serial number (B)(4) due 2/17/2023) shipped via courier. Pump rate is 43 ml/24 hours. No cassette lot number available as patient had already discarded the package. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes; reported to (B)(6) by pt/caregiver.